Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was cracked resulting in difficulties charging the pump. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Reportedly, the customer declined to perform further troubleshooting with tandem technical support regarding the power source alert. No additional patient or event information was available.